Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device to be underweight, broken shell, missing piece of the shell, brown particles, wear abrasion and crease flat. A microscopic analysis was performed which identify two sharp edges in the same edge opening assessed as unidentified tear opening. A dimension measurement of the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is a sharp broken opening on anterior due to an unidentified (tear) opening.

Event description:
Healthcare provider reported right side rupture. Device has been explanted.